Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they were having issues with the recharger for the last two months. Patient stated the cord where it enters the paddle was kind of wonky, and they had to hold the recharger and move it around to get to 99%. Patient stated the recharger feels wrong in the paddle itself, and was getting warm when charging implant which it had not done before. A request was sent to the repair department to replace the recharger. Patient stated they charge implant every two weeks.